Event description:
It was reported that the patient presented for implant. It was noted that the right ventricular (rv) lead's helix would not extend during the first attempt during the implant procedure. The rv lead was exchanged. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found the helix was partially extended and clogged with blood/tissue. X-ray inspection found the inner coil over-torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.